Manufacturer narrative:
(B)(6).

Event description:
Information was received via a manufacturer representative from a patient with an implantable neurostimulator (ins). The patient experienced itching and burning in the ins pocket. He noted that he had a loss of serum from the ins pocket due to decubitus. There was multiple decubitus. It was unknown what factors may have caused or contributed to the issue. No diagnostics or troubleshooting was performed. No interventions or actions were taken. The issue was not resolved at the time of the report. However, it was also noted that a surgical intervention occurred. The patient was going to the hospital for a follow-up visit with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative clarified the surgery was necessary in an event in the past for the first decubitus that occurred. There was no further information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.